Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, at the first attempt to catch the tissue, the dissector did not close properly, when the device was reviewed, it was detected that it was open at the place where was the union of the stemwith the clamp. A new dissector was used in order to complete the case. No patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an image evaluation of one device. Device was splitting apart where shaft met the body of the device. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. As a physical device was not received, the device could not be adequately evaluated to determine the root cause of the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.